Manufacturer narrative:
Batch review performed on 09 august 2023: lot 184305: 18 items manufactured and released on 16-aug-2018. Expiration date: 2023-07-26. No anomalies found related to the problem. To date, 3 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting instability due to laxity. At 3 years and 8 months post operative the surgeon revised the 12mm poly with a 17mm poly and the surgery was completed successfully.